Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing a non-device related surgery so the device was interrogated for reprogramming. However, it was found that the device had reached explant battery status in (B)(6) and required replacement. Premature battery depletion was suspected as the device had been implanted for only 3.5 years. Error codes were also observed, indicating the battery voltage was too low for the projected remaining capacity and the capacitor charge time has exceeded the limit. Device data was submitted to technical services for review. No adverse patient effects were reported. The device remans implanted and in service, pending data analysis. Technical services reviewed the device data and confirmed the battery was depleting faster than expected. It was noted that the device performed a high-voltage capacitor reformation on (B)(6) 2025 with a charge time that was 21.6 seconds, causing the device to declare elective replacement indicator (eri) battery status. End of life (eol) battery status was also declared that day due to the battery voltage being much less than expected based on the approximate time to explant. The device battery is now depleted and therapy is no longer available. The patient is not protected and the device should be replaced as soon as possible. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing a non-device related surgery so the device was interrogated for reprogramming. However, it was found that the device had reached explant battery status in january and required replacement. Premature battery depletion was suspected as the device had been implanted for only 3.5 years. Error codes were also observed, indicating the battery voltage was too low for the projected remaining capacity and the capacitor charge time has exceeded the limit. Device data was submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service, pending data analysis. Technical services reviewed the device data and confirmed the battery was depleting faster than expected. It was noted that the device performed a high-voltage capacitor reformation on (B)(6) 2025 with a charge time that was 21.6 seconds, causing the device to declare elective replacement indicator (eri) battery status. End of life (eol) battery status was also declared that day due to the battery voltage being much less than expected based on the approximate time to explant. The device battery is now depleted and therapy is no longer available. The patient is not protected and the device should be replaced as soon as possible. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the premature battery depletion and associated error codes were caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing a non-device related surgery so the device was interrogated for reprogramming. However, it was found that the device had reached explant battery status in (B)(6) and required replacement. Premature battery depletion was suspected as the device had been implanted for only 3.5 years. Error codes were also observed, indicating the battery voltage was too low for the projected remaining capacity and the capacitor charge time has exceeded the limit. Device data was submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service, pending data analysis. Technical services reviewed the device data and confirmed the battery was depleting faster than expected. It was noted that the device performed a high-voltage capacitor reformation on (B)(6) 2025 with a charge time that was 21.6 seconds, causing the device to declare elective replacement indicator (eri) battery status. End of life (eol) battery status was also declared that day due to the battery voltage being much less than expected based on the approximate time to explant. The device battery is now depleted and therapy is no longer available. The patient is not protected and the device should be replaced as soon as possible. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.